Event description:
Customer reported blood glucose results of 331 mg/dl and 89 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.